Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient claimed that the cgm was 25 points off from the blood glucose meter and claimed that the cgm was always lower; however, no sample values were provided. The patient was using a sensor which had expired on (B)(6) 2013. The patient also reported insertion in the leg. The device is not indicated for insertion in leg. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.